Event description:
The customer reported that the tube is arcing intermittently, unit worked after reboot. No injury to patient was reported.

Manufacturer narrative:
The ge service rep replaced x-ray tube and performed filament calibration, aligned collimator, and tested operations. All functioned normal except intermittent tube heat sensor.